Manufacturer narrative:
Date rec¿d by MFR : 10jul2019, date of report : 11jul2019. The faulty blower assembly was returned for failure investigation. The temperature sensor was out of specification, causing the reported high blower temperature error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilators blower is grinding and there was instance of high blower temperature. No patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 17apr2019. The customer replaced the blower assembly to address the reported issue and the ventilator passed all testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.